Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), complaint trending analysis, and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Complaint trending for the product issue of haze/mist/vapor was reviewed from february 2017 to august 2017 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No functional analysis was performed as no parts were replaced to resolve the issue. The assignable cause of the haze/mist/vapor issue is likely due to a loose oil return valve hose clamp. The field service engineer tightened this part and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer (fse) was dispatched to customer site. The fse reported the oil return valve hose clamp was loose and tightening the valve resolved the smoke/haze/mist issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported an event of a "smoke" (haze) emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.